Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and correction. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, a definitive probable cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during routine inspection, the subject device was not working properly. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during routine inspection, the subject device was not working properly. There was no patient involvement.